Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-mar-2026, an arthrex subsidiary employee reported via email that an ar-4030c-10 fastthread biocomposite interference screw (10 × 30 mm) experienced an issue during use. When the screw was placed onto the screwdriver, the screw head stripped easily prior to insertion. Upon attempted placement, the screw bent and could not be fully seated. The device was replaced, and the procedure was completed. This occurred during a knee arthroscopy for acl reconstruction performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 08-apr-2026: during the procedure, the screw head stripped while being used with the screwdriver. The screwdriver tip of ar-1996cd-1 was subsequently confirmed to be undamaged and was successfully used with a replacement implant. A replacement interference screw ar-4030c-10 was implanted to complete the case without delay. No additional anesthesia was administered. No portion of the screw head broke off or remained in the patient.